Event description:
Per provider the valve is stuck. Per independent repair center statement the unit was alarming or red light. The valve is stuck the sieve beds saturated and the straps on tubing leaking.